Event description:
It was reported that a black particulate matter was observed in five (5) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The event occurred from ((B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 25, 2021 - november 26, 2021. H10: five (5) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with fill port caps removed which observed a loose, white, polymeric appearing particle, morphologically consistent with fill port material in the wall of the fill port interior wall of one (1) sample only. The reported condition was verified in one (1 ) sample; however, not verified in the remaining four (4) samples. The cause of the particle matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.